Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a question about what is considered an overfill, which occurred on the home choice (hc). The technical service representative (tsr) explained that if the drain volume is over 1.6 of the fill volume, an overfill occurred. The home patient (hp) stated that their fill volume equaled 2500ml. The tsr asked the hp if they were just asking about the overfill. The hp stated no. They stated that they had one drain that was 4000ml, and one that was over 4000ml. The hp stated that they had discomfort. The hp stated that one drain occurred on (B)(6) 2012, and one happened a couple weeks ago. The tsr asked the hp if they knew what the drain volume was that was over 4000ml. The hp stated that the drain volume was 4038ml. The tsr explained that 4038ml is over 1.6 times the fill volume, therefore, meeting increased intra-peritoneal volume (iipv) criteria. The tsr asked the hp the troubleshooting questions. The hp stated that they felt fine now. The tsr explained that it is recommended that the hp do a manual drain. The hp refused because they felt fine now. The hp stated that they had positioning issues because they do not drain laying on their back. The hp stated that they had stomach pain and back discomfort when they had the high drain volume. The tsr asked the hp if they contacted baxter or the registered nurse (rn) about the drains before. The hp stated that he contacted the rn the first time but did not contact her on (B)(4) 2012. The hp stated that they did a manual drain one time. The tsr recommended that the hp contact the rn or baxter if this event ever happened again. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported events. The rn stated she was aware of the events and that there was no patient injury or medical intervention associated with the events. The rn stated that the patient has been trained to drain out manually when he experiences overfill discomfort. The rn confirmed the patient experienced discomfort a few weeks ago as well as on (B)(6) 2012. The rn confirmed that the patient had drain volumes at and around 4000ml but exact volumes were not available. The rn stated as far as she knew the patient has been continuing therapy on their new cycler successfully. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold